Event description:
The patient was being treated for an abdominal aortic aneurysm on (B)(6) 2025. The left internal iliac artery (liia) was embolized with an amplatzer vascular plug and coil (both no-endologix) via right access. An excluder leg (non-endologix) was deployed in the left common iliac artery (lcia) to the external iliac artery (eia) via left access. The afx2 bifurcated stent graft system (bsgs) was inserted via right access. The main body was deployed first. An attempt was then made to deploy the contralateral leg, but the afx2 delivery system was significantly pulled back and bent. Reportedly, the contralateral cover was being pulled while holding the contralateral wire with forceps during the deployment of the afx2 main body contralateral leg. Nevertheless, the contralateral leg was successfully deployed. Afterwards, the ipsilateral leg was deployed, and the delivery system was retrieved. Angiography revealed proximal deformation of the afx2 main body. Balloon touch-up was performed, but the deformation was not resolved. Therefore, the procedure was converted to open surgery. The afx2 main body and excluder leg were explanted. It was confirmed that a portion of the proximal end of the afx2 main body was adhered to and deformed. A y-shaped artificial vessel (gelsoft plus 16mmx8mm) was placed, and the procedure was completed without any issues. Note: the afx2 IFU states that the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established. Additionally, do not apply excessive tension while withdrawing the contralateral wire through the contralateral sheath, as this may lead to vessel and/or device damage.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The explanted stent grafts and the delivery system were not returned therefore no evaluation was completed. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the difficult to deploy, device damage during use, stent deformation and surgical conversion with explant are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely procedure related. The bending and stent deformation occurred while attempting contralateral limb deployment. The physician stated the contralateral cover was pulled while the holding the wire with forceps. This likely contributed to the reported event. Procedure related harms could not be determined. There was concomitant product usage of a non endologix limb in the left common iliac artery prior to the main body deployment. It is unclear if this contributed to the reported event. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.